Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were intermittently unresponsive. The patient reported that she has been having intermittent responses from her buttons for about a month. The patient stated the ok, 'up', and 'down' buttons have to be pushed several times to make them respond. The patient denies any damage to the keypad on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/16/2013 with the following findings: evaluation revealed that the keypad is fully intact. All of the buttons responded appropriately. There was no contamination under the buttons. Unrelated to the complaint, it was found that the pump booted to the verify screen with dim pink contrast. Pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen. Visual inspection of "battery compartment¿ revealed, compartment crack at threads.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.